Manufacturer narrative:
(B)(4)

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. During the call with dexcom, the patient's husband reported that the application was displaying values again. At the time of contact, no injury or medical intervention was reported.